Manufacturer narrative:
Analysis of the catheter found no significant anomalies. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2011, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a pump being used to deliver gablofen at a concentration of 1000 micrograms per milliliter and an unknown dose for intractable spasticity and myelopathy. It was reported that on (B)(6) 2016 the patient had withdrawal symptoms. It was not known what led to the event. A computerized tomography (CT) scan was performed and was later reported to be normal. It was initially reported that no interventions/actions were taken to resolve the issue. The issue was not resolved. Surgical intervention was planned for (B)(6) 2016. The patient status at the time of the initial report was "alive - no injury." Additional information received indicated that the pump and catheter were both replaced. The cause of the withdrawal was not determined, but the sutureless (sc) connector was replaced and it flowed better. There was "not consistent good flow." The patient's medical history was unable to be obtained. Refer to manufacturer report # 3004209178-2016-01120.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.